Event description:
It was reported that a user experienced persistent hyperglycemia with blood glucose readings over 400 mg/dl while using the ilet system, after changing the insulin cartridge but not the infusion site; the prior site was described as red and sore, and the user was concurrently wearing another cgm before recently starting dexcom. Symptoms included elevated blood glucose. Outcomes included user-performed troubleshooting and education with support, administration of short-acting insulin, removal of the prior infusion site, and subsequent replacement of the infusion set, cartridge, connector, and site placement to a new location with instruction on temporary disconnection if additional insulin was taken. Investigation included technical support troubleshooting and user education. Investigation of this case revealed use-related factors involving incomplete set change likely contributing to hyperglycemia and a potentially compromised infusion site. It was concluded that the event was related to use of the infusion system with cause of hyperglycemia unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.